Event description:
It was reported that the pump battery could not be charged. The customers blood glucose level was 522 mg/dl. The customer managed the high blood glucose level by administering a correction injection manually. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.